Manufacturer narrative:
Product complaint # (B)(4). Evaluation: a needle-suture piece of product was returned for analysis. During the visual inspection of needle, the swage and attachment area were noted to be as expected, and marks that appear to be by use of a surgical instrument could be observed on the body of the needle. The suture was examined and present body fluids, damage along the strand, and the end of suture was cut. The product contains an absorbable suture and as the sample was received open, the time of exposure of suture to the environment could not be determined. However, a functional test was performed and the tensile force was above the minimum requirements. The manufacturing records couldn¿t be reviewed as the batch number is unknown. Per the condition of the sample received, the assignable cause of the suture breakage was an improper handling.

Event description:
It was reported that a patient underwent a laparoscopic prostatectomy procedure on (B)(6) 2018, and a suture was used. During surgery, the suture was torn during continuous suturing for vesicourethral anastomosis. The use of the suture was stopped, and the operation was completed by using another package. There were no adverse patient consequences reported. No additional information was provided.